Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
Eri alert was confirmed via remote monitoring on may 22nd. It was confirmed that battery remained 30 percent on the previous day. From the serial no, the device is affected by lithium plated issue. Device will be replaced on may 24th or 27th. Should additional information be received, this file will be updated.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.